Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that the reservoir compartment is cracked around the lip. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.